Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise that was oversensed, resulting in high ventricular rate episodes. The noise was reproducible in clinic with arm raises. The 100% paced dependent patient was reported to experience dizziness during these noise episodes. A chest x-ray was performed, but showed no issues. During lead replacement procedure on (B)(6) 2018, the physician had difficulty with the pacemaker set screw, which he believed might have contributed to the noise. The pacemaker and the lead were removed and replaced, and the patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.